Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation confirms that the sleeve and trocar are cold welded together and also the sleeve was split in the middle. It was observed that the outer surface of the sleeve had striations on it indicating that it was loosely fit inside the guide frame. Historically, there are a couple of known factors that have been observed which could have caused or contributed to this type failure mode: if the pins on the trocar are not fully seated in the sleeve prior to the rotation of the trocar. If there is pressure applied to the side of the system (not drilling in line), and another factor is if the frame is out of straightness. All of these factors will cause the frame to bind with the sleeve/trocar resulting in welding of the two parts. This failure can be attributed to user technique. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A non-conformance search was performed for this product code 210133, lot l374610 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the sleeve on the customer rigidfix femoral cross pin kit cold welded at the distill tip while drilling and caused the sleeve to split during an anterior cruciate ligament acl procedure. According to the reporter, the issue was detected mid-surgery when the surgeon was attempting to put in the trocar with sleeve. It was reported that there were no residual pieces left in the joint. There were no patient consequences but a 5-10 minute delay was reported as the doctor decided to use a button fixation once he was able. The case was completed with another like device in the same tunnel. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.